Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer changed the cartridge and tubing, and observed insulin dripping out of the end of the tubing and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.